Manufacturer narrative:
Corrected data: h4: manufacture date: 05/01/95. Summary of evaluation: this device has not been returned; therefore, evaluation of this event cannot be performed. Attempts to obtain the device have been unsuccessful. The device history record for the lot code of the device was reviewed and no discrepancies were observed. The info provided is insufficient to determine whether this event is associated with the device.